Event description:
Please refer to the initial report.

Manufacturer narrative:
The electronic device log file was analyzed. On the reported event day the power-on self-test was successfully completed in the morning. During use the ventilator detected a wrong motor position at 02:02pm and 02:03pm and forced an autonomous shutdown while changing mode to man/spont. In this case a "ventilator fail" alarm is generated and manual ventilation remains possible. Based on the provided pictures excess grease/oil from greasing and conservation of the ball screw was visible which splashed out of the spindle and scattered over the encoder disc during rotation of the spindle. Due to the contamination of the encoder disc increments the motor position could not be clearly detected leading to the found error code described above. It can be assumed that the excess grease/oil was not removed adequately during motor/spindle assembly in production. The manufacturing process has been improved- oil is no longer used so recurrence of such issue can be excluded. The affected device was manufactured july 2017 so before the change in september 2017.

Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that on (B)(6) 2020 the user found that the auto-ventilation function failed. The device was switched to manual ventilation and was restarted. A reboot solved the problem. No injury reported.